Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the pyxis was stuck on the loading screen. The customer attempted to reboot the station, but the station did not power down. The customer stated that the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the loading screen. A technical support specialist (tss) logged into the station desktop, installed a new version of the remote smart service (rss) component manager, configured the station to auto launch on startup, and rebooted the device. After reboot, the station launched into the application but briefly displayed a power failure message. Further reboots were performed, and the station launched correctly without any power errors. A user was able to successfully log in, and the station was confirmed operational. The system functioned as intended after technical support specialist troubleshot the device.